Event description:
Adverse event according to rptr: approx the last five mins of MRI procedure (a) an rf frequency entered right arm just below the elbow; (b) it traveled up to the right scapula; (c) along right clavicle; (d) across or through upper part of sternum; (e) along left clavicle then to left scapula; and (f) down left arm to exit or ground out through the muscles, tendons and ligaments below left elbow. Product problem: equipment (a) MRI-ge 1.5 tesla magnet, (b) test procedure, pulse sequences; 1 - coronal fse t2 locator with fat suppression, 2 - sagittal t1, 3 - sagittal fse proton density/t2, 4 - sagittal mpgr, and 5 - angled axial fse proton density/t2 sequences. Outcomes attributed to adverse event: 1 - congenital anomalies; (a) if a person is to believe the sequence of events during the MRI exam, dated 3/20/97, then the anomalies occurred during the angled axial fse proton density/t2 sequences. (B) the heating discomfort experienced during the approximate last five mins of the angled axial fse proton density/t2 sequences was unbearable. The only control was to tightly press the bare skin of both arms against the right and left channels running parallel to my body. Any air gap between the skin of my arms and the channels would increase the heating sensation. 2 - disability: three different drugs are prescribed by m.d. To control problems related to the MRI heating pathway. 1-klonopin, 1mg tablets, taken at bedtime, control involuntary muscle movements. 2-soma, 350mg tablets, taken at bedtime, control muscle tension or spasms related to the bony structure above the sternum. 3-aspirin/codeine phosphate, 325mg/30mg tablets, taken occasionally to alleviate pain in the ligaments that control the three outer fingers of either hand and pain in the hardened pores in the skin below each elbow that was pressed against the MRI channels. 4-the prognosis for my problem looks permanent.